Manufacturer narrative:
(B)(6).

Event description:
The biomedical engineer detected that during preventive maintenance, the navigation ring was failing. The biomedical engineer reported that the unit was not in use on a patient. The biomedical engineer was able to verify the reported problem. The biomedical engineer ordered parts 453561512601 rp-pcba, switch, v60 453561530651 - rp-bezel, front, non-eng, gray, coated, v60 to address the reported problem. Previous investigations have shown that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.